Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: screw deviated and set screw has come off procedure performed: posterior spinal fusion (psf) levels implanted: s2 post op, the reported screw backed out completely and as a result of this, patient under went revision surgery for its replacement.